Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during the raster pattern. The suction ring assembly issue with intralase patient interface (pi) occurred after the patient was applanated and after laser fired. It was noted that one (1) iflap procedure was replaced and the surgery was completed successfully. Per account, suction loss during the raster pattern have increased over the past six (6) weeks. The physician re-docked using either new or used suction ring from the first eye and successfully completed procedure. It was stated that the patient did not experience loss of best corrected visual acuity (bcva). There was no patient injury reported and no surgical intervention was required. This report is two (2) of two (2).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/17/2018. Device returned to manufacturer? Yes. Device evaluation: patient interface with lot 60103060 were received at santa ana investigation lab for product testing. A visual assessment of the returned pis found no obvious damage. Suction test was performed on the two (2) returned pis. Both of the pis performed as intended and the reported event of suction loss cannot be confirmed. Manufacturing record review: per manufacturing records review report provided by third-party manufacturer, no related non-conformity or deviations were issued during manufacturing the patient interface lot 60103060. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.